Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. However, although the xray on light was flashing the dosimeter showed no output. The safety interlocks worked as designed and the monitor for technique showed 0 ma and 0kvp. Two circuit boards were replaced in an effort to repair the system to no avail. The =5vdc supply was found at 4.85 vdc. Adjusted to nominal and then the system worked without proble. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 continued to produce x rays after the xray handswitch control was released. There was no adverse patient involvement reported. There was no patient information reported.